Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 24-25, 2024. H11: the device was received for evaluation. Visual inspection was performed and the reported leakage was not easily identified. Functional leak testing was performed and no leakage was observed on the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This occurred after filling with solution before patient use. There was no patient involvement. No additional information is available.